Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they are helping with the completion of the MRI eligibility form but the patient has not charged and used their implantable neurostimulator (ins) since november 2020. The ins is in overdischarge (od). It was reviewed that impedance values cannot be procured when an ins is in od. They were walked through doing physician recharge mode (prm) using a wireless recharger (wr) and they were able to start the prm successfully. The patient has been in overdischarge for two months. No patient symptoms were reported.